Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Re-captured patient and device codes. Patient code: no code available (3191) was used to capture device revision or replacement. Device code: removed malposition code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune claim letter and implant records received. Claim letter alleges mechanical loosening of the tibial components, pain and deterioration of surrounding bone tissue. Doi: (B)(6) 2013 dor: (B)(6) 2016; left knee.

Event description:
Medical records received on 17 june 2019 and 21 june 2019 were reviewed to identify patient harms/product issues on 04 december 2019. On (B)(6) 2013, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2016, the patient underwent a left knee revision due to loosening of the tibial component, osteolysis, progressive varus, subsidence, and pain. The surgeon reported the tibial component was grossly loose and removed without any bone loss. The surgeon did not specify the involved interface. He noted the femoral component was removed with a reciprocating saw and osteotomes and was debrided of scar and extraneous tissue. The patella was retained. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2013 dor: (B)(6) 2016 (lt knee).

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.